Manufacturer narrative:
Olympus medical systems corp.(omsc) could not confirm the reported phenomenon, because the product was not returned from the user. Based on the reported information and technical consideration, omsc surmised that this phenomenon was caused by the following factors. Any malfunction of keyboard. Any malfunction of communication cable between devices. Connection between the communication cable and keyboard was unstable. Connection between the communication cable and endoscopic system was unstable. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp.(omsc). Omsc will continue the evaluation about this event. The EU-me2 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the user facility could not switch the endoscopic image and the ultrasound image. Action taken by the user facility has not been reported. There was possibility that the endoscope was withdrawn from the patient and the procedure was cancelled.

Manufacturer narrative:
The subject EU-me2 was not returned to olympus medical systems corp.(omsc). Omsc checked the DHR of the subject EU-me2 and no abnormality was found. Omsc could not get further details on this event because the subject EU-me2 was not returned. If significant additional information is found, this report will be supplemented.